Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings. On investigation, battery compartment crack was found below the grip pad at the case seal. The keypad button cover was torn and peeling from the base at the ¿ok¿ button while all the buttons responded properly. Removal of the button cover did not find any contamination under any of the button contacts. Initial reporter name and address: (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 12/23/2015.